Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. No other damages or deficiencies were observed during the investigation. Lot number changed from unavailable to l46072. Expiration date changed from unavailable to 8/11/2022. Unique identifier (UDI) # changed to (B)(4). Device mfg date changed from unavailable to 12/11/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 16.2 mmol/l (291.6 mg/dl) while wearing the pod between 36 and 48 hours. The pod reportedly let loose from the infusion site (abdomen), causing the cannula to dislodge.